Event description:
The calculations were completed with two nurses to set up pump for tpa administration and verified prior to administration. Within 30 minutes, it was noted that the transfusion was complete. The pump was removed and taken out of service.